Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim "the current bd tubing with inline filter cracks and causes chemo spills during 24 hr infusions."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.